Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The tube extension was coming off but it was still intact. Visual inspection showed the majority of the orange coating found on tube extension removed. Engineering concluded the damage was likely due to improper cleaning. No insulation damage found on main tube. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the removed coating on the tube extension ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a dermoid cystectomy procedure a monopolar curved scissors instrument was being reprocessed when it was noted the black sheath close to the tip was coming off. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.